Event description:
It was reported that the patient presented to the emergency room (ER) due to inappropriate shocks. The lead integrity alert (lia) had triggered. Of note, the clinic was notified via the notification system and the nurse indicated that they were aware and the patient was then on the way to the ER. There was also noted undersensing, oversensing/noise, high impedance and an apparent fracture. The therapy detections were turned off. The lead was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. (B)(4).